Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a site reminder earlier than expected. Reportedly, site reminder was set to 3 days and was declared 1 day after the customer changed their site. Customer's blood glucose level was not impacted. Customer declined to upload pump data for review.